Event description:
It was reported that during ICD change out, an externalized conductor was supected. The physician can not determine if it was externalized via fluoroscopy. No electrical anomalies noted. Dft tests were successful with normal parameters. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.